Event description:
It was reported that the handpiece runs without user activation. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
The device is available for eval but has not been received. A f/u report will be submitted when the device has been received and the investigation is complete.